Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s weight was reported to be unknown. They hcp stated that there has not been any right eye closure during their appointments, and impedances have been measured. The hcp reported that the patient likes to turn their device on and off when it is convenient. Different settings have been tried for the patient, however high settings are needed which results in side effects like speech issues, left ventral intermediate nucleus problems which leads to gait and balance issues.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient¿s stimulation has reportedly not worked to their satisfaction since implant. About 24 hours after each reprogramming session the patient has had, the patient experiences electrocution down their legs and arms and the patient¿s right eye closes and takes a while before it subsides. This reportedly occurs every time stimulation is turned on. It was reported that a manufacturer representative mentioned the possibility of a broken wire at several reprogramming sessions. The patient saw an eye doctor regarding the eye closing. No further complications were reported.